Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had rising and high thresholds over the course of approximately one year. The helix would not retract prior to extraction of the rv lead and a different method of extraction was used. The rv lead was explanted and replaced. It was further reported that due to the high rv thresholds, the physician also suspected a header issue with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).